Event description:
It was reported that(1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument clips were falling down when the surgeon fired the ligaclip. Some clips fired from the side of the jaws. There was no consequence to the pt.